Manufacturer narrative:
The reported event of helix could not extend was not confirmed. Final analysis found that as received, a complete lead was returned in one piece with the helix partially extended. Visual examination, x-ray examination, electrical test and helix mechanism/extension length test were normal with no anomalies.

Event description:
It was reported that patient presented in clinic for an implant procedure. It was noted that during device preparation, the helix of patient's planned right ventricular lead could not extend. The lead was replaced in order to complete the procedure. There were no patient consequences.